Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported a white build up was in a 10ml syringe. As a sample was not returned, a thorough sample evaluation could not be completed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309605, lot 3150806. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3150806 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emergin.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: wanted to add that we have another example of this same issue. There was white build up (same as this original complaint) found in a 10 ml syringe. It was in the 10 ml convenience pack with lot#3150806.